Manufacturer narrative:
This report is submitted on june 21, 2018.

Event description:
Per the clinic, the patient experienced swelling at the implant site and was subsequently treated with antibiotics and steroids (date and types not reported). The implanted device remains and the patient is being clinically managed by their health care provider.